Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rep adjusted a wire and the dc voltage. The system was tested and operates as intended.

Event description:
The customer reported that the system would shut down w/o user input. No pt injury was reported.